Event description:
Ibc from patient reporting that her cadd legacy pump is alarming "high pressure alarm". Patient states that everything is "fine and in place," so she doesn't understand why it's alarming. When asked when the alarming started, patient reports this morning when she was switching her pump. Pharmacy will courier pump. No other information available. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device is available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: 63nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: pulmonary arterial hypertension.